Event description:
Pt reported allergic reaction to the tissue market implanted in her right breast (B)(6) 2014. Symptoms included sob, anxiety generalized rash and pain in right breast. Tissue marker removed at another facility in (B)(6) 2015. Pt reported symptoms subsiding after removal to her primary care doctor. Report is being submitted at pt's request. (B)(4).